Manufacturer narrative:
Internal complaint number: complaint (B)(4).

Event description:
It was reported that a patient with an implanted prometra ii, 20 ml pump experienced an infection at the pump site. It was also reported that parts of the pump were visible at the pump site due to the infection and has a high white blood cell count that has not gone down since his explant. Surgical intervention was taken to explant pump.

Manufacturer narrative:
Patient initially reported explant occurred in (B)(6) 2018, but health professional reported explant occurred (B)(6) 2019. Physician's operative note indicates explant due to, "infection of intrathecal pump and catheter." Pre-op and post-op diagnosis include "lumbosacral radiculopathy." Post-operative notes indicate that patient will be considered for replacement of the pump once they are healed. Patient will continue on clindamycin. Pump has not been returned. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Cause for infection was not provided. Per instructions of use, infection is listed under "possible risks associated with programmable implantable pump." Any additional information obtained will be submitted in a supplemental MDR. (B)(4).

Event description:
Patient reported that their prometra ii pump was explanted due to an infection at the pump site. Patient reported that they had a staff infection and that "parts of the pump were visible at the pump site due to the infection." Patient reported "high white blood cell count that has not gone down since the explant."

Manufacturer narrative:
Upon further follow-up with the physician's office, "the skin eroded over the edge of the pump causing a hole to form in the skin thus leading to infection." The physician confirmed that there was no allegation of pump malfunction. According to the physician, the patient had "poor hygiene" and was also "overweight" which led to the erosion of the skin and subsequent infection. The pump will not be returned. Internal complaint #: complaint-(B)(4).

Event description:
Patient reported a prometra ii pump that was explanted due to an infection at the pump site. Patient reported that they had a staff infection and that, "parts of the pump were visible at the pump site due to the infection." Patient reported, "high white blood cell count that has not gone down since explant." Per follow-up with physician, there was no allegation of pump malfunction.